Event description:
It was reported that the patient first consulted for pain in her lower back on (B)(6) 2010. On (B)(6) 2010, the patient underwent spinal fusion surgery at levels l5-s2 and a pelvic fusion from l4 to the pelvis the patient was implanted with rhbmp-2/acs via posterior approach. Since the surgery, the patient suffered under extreme limitations to her movement. Her pain was tolerable only while sitting, but it got excruciating with any significant movement. Moreover, since surgery, patient had also developed numbness in her legs and feet that often prevented her from being able to walk. The patient had also developed both mouth and skin cancer, since the surgery.

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation